Event description:
It was reported that the surgeon was inserting a eyeonics crystalens using a mtc-60cfp cartridge and the lens tore. The surgeon enlarged the original incision to remove the lens and no suture required. No second crystalens iol implanted a second surgery not scheduled. Pt's prognosis is excellent.